Event description:
Battery would not charge. Reconnected ¿vsm¿ via external power supply to restore function. Po approved and awaiting battery/parts delivery. 1/27: replaced battery in ¿apm¿ which cleared battery error, but ¿apm¿ displayed error - not working. Spoke with tech support. ¿apm¿ will be swapped with a known good unit to continue testing. Parts ordered in february, contacted vendor twice since placing the order. As of 5/8/23, no expected date for them to ship the part. Estimated guess for them to ship is 6/1/23.